Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and confirmation at the repair department, the power supply unit malfunctioned. A component of the power supply unit malfunctioned due to aging deterioration, so the power supply unit malfunctioned. This made the operation of the power unstable and the green light blinked. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause isolated to a faulty power supply. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when the power was turned on, it was "glitching" and the green light was "going in and out." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury or patient impact that occurred, associated with the reported problem.